Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to disassociation of the constrained liner from the shell.

Manufacturer narrative:
An event regarding disassociation involving a trident shell was reported. Malposition of the unknown trident shell was concluded as a result of a medical review. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical physician noted; conclusion of assessment cup shell malposition in excessive inclination and absent anteversion has contributed to an overload condition in the arthroplasty bearing with instability and disassociation of the constrained liner requiring revision within 1-week post primary arthroplasty. A disassociation of a constrained liner is irreducible by closed reduction and always requires open surgery. Because the surgeon is responsible for optimal component position, principal failure mode is procedure-related. The cup liner, femoral head and gmrs stem play no role in the failure mode although the constrained liner failed due to the overload condition. Does the review identify any procedural related factors that contributed to the event? - cup shell malposition in excessive inclination and absent anteversion - use of a constrained liner is supposed to improve hip stability but under conditions of cup malposition may still cause dislocation. Disassociation of a constrained liner cannot be treated by closed reduction and always requires open revision surgery. Does the review identify any patient related factors that contributed to the event? - an extensive proximal femoral segmental resection causes muscular deficiency with reduction of stability in the hip joint but should be considered a secondary factor because dislocation need not occur with optimal component position - also early postoperative capsular laxity is a secondary factor because the still incomplete wound healing may promote hip instability but also need not cause problems if component position would be optimal. Does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. -device history review: not performed as device details are unknown. -complaint history review: not performed as device details are unknown. Conclusion: a review of the provided medical records by a clinical physician concluded; cup shell malposition in excessive inclination and absent anteversion has contributed to an overload condition in the arthroplasty bearing with instability and disassociation of the constrained liner requiring revision within 1-week post primary arthroplasty. A disassociation of a constrained liner is irreducible by closed reduction and always requires open surgery. Because the surgeon is responsible for optimal component position, principal failure mode is procedure-related. The cup liner, femoral head and gmrs stem play no role in the failure mode although the constrained liner failed due to the overload condition. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to disassociation of the constrained liner from the shell.